Event description:
Information was received from a healthcare provider via a manufacturer representative regarding screws implanted in a patient. Procedure or technique used was psf. It was reported that post-operatively, extension up to the upper level will be performed. On the left side of th6, there was a possibility of spinal canal penetration and removal was possible. Due to the possibility of penetration, it was reported in 1 pps. Operations were performed on patient 3 times in the past, and the present revision surgery planned for extension up to th2. The reason for performing the present revision surgery was thoracic compression fracture which led to upper thoracic kyphosis. Pre-operative diagnosis was thoracic compression fracture. It was confirmed only that there was a possibility of spinal canal penetration on the CT imaging, and there was no further information obtained. Th6-l5 were the levels at which products were implanted in the previous surgery. The screws that were implanted in the previous surgery were found loosened in the present revision surgery. The present revision surgery was completed but only removals of connector, screws, and so on, were performed. Because the eight screws were confirmed to loosen, all products that were implanted during previous surgery were removed. Also, the surgeon found pus while surgery and considered it due to infection, so the pus was collected for culture. The relationship between pus found due to infection and the implants of the previous surgery was unknown. The pus was cleaned with a surgical drain.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.